Event description:
On (B)(6) 2024 leica biosystems received the confirmation, that the customer experienced suboptimal tissue processing on their histocore spectra cv, microscope slide coverslipper. As a result, the samples were damaged, but no new rebiopsy was necessary.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Manufacturer narrative:
The investigation revealed that this incident was related due to an adjustment issue. The root cause was, that the coverslip line 2 was not functioning correctly. The field service engineer detected a that the shifter tongue of the coverslip line was a little bit bent and therefore under the shifter parts of a broken slide. The field service engineer removed the debris and adjusted shifter tongue of the coverslip line. The performance test was conducted as per instructions from the service manual and the instrument is up and running according to the specification. The customer accepted the instrument for the routine usage. Since the repair has been carried out leica biosystems nussloch gmbh has not been made aware by the customer of any further issues with this instrument related to the incident described in this report.